Manufacturer narrative:
(B)(4).technical support engineer troubleshot this issue with the customer over the phone and suggested the gui keyboard be replaced.

Event description:
It was reported that the ventilator had a graphical user interface (gui) stuck error. There was no patient connected to the device.